Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip was not damaged. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found several flattened portions throughout the inner and outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The 5.6 mm x 2.76 mm target lesion was located in the mildly calcified and severely tortuous proximal left circumflex artery. A non-bsc stent had been previously implanted jailing the left main trunk and the left anterior descending artery. The target lesion was predilated using a 3.0x15mm non-bsc balloon at 8 atm for 20 sec. The 3.00x16mm synergy¿ stent was advanced but was unable to cross the lesion. After several crossing attempts, the system broke up and the guide wire moved back. The guide wire crossed the lesion again but the synergy¿ stent still was unable to cross. After noticing that the guide wire had gone through a stent strut, the physician attempted to remove the stent from the patient but the stent dislodged, possibly when retracting the stent into the guide catheter. The proximal end of the stent was withdrawn into the guide catheter and the stent was retrieved from the patient using a balloon inflated within the guide catheter. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient¿s status was good. The patient was discharged two days later.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The 5.6 mm x 2.76 mm target lesion was located in the mildly calcified and severely tortuous proximal left circumflex artery. A non-bsc stent had been previously implanted jailing the left main trunk and the left anterior descending artery. The target lesion was predilated using a 3.0x15mm non-bsc balloon at 8 atm for 20 sec. The 3.00x16mm synergy stent was advanced but was unable to cross the lesion. After several crossing attempts, the system broke up and the guide wire moved back. The guide wire crossed the lesion again but the synergy stent still was unable to cross. After noticing that the guide wire had gone through a stent strut, the physician attempted to remove the stent from the patient but the stent dislodged, possibly when retracting the stent into the guide catheter. The proximal end of the stent was withdrawn into the guide catheter and the stent was retrieved from the patient using a balloon inflated within the guide catheter. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient's status was good. The patient was discharged two days later.